Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1 and uterine ablation. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness and chronic cervicitis. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersensitivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy(full),salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, mood swings, acrochordon, eczema, seborrhoeic dermatitis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and menstrual disorder outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign secretory endometrium benign cervix with acute and chronic cervicitis benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm impression cholelithiasis with sludge. No evidence of cholecystitis. Fatty liver. And the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent. Concerning the injuries reported in this case the following events were confirmed via patients medical record: pelvic pain, headache, eczema, skin tag, migraine, depression, migraines, fatigue pain with intercourse, joint pain, weight gain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : following events were added : mood swings, abnormal bleeding (vaginal, menorrhagia), skin tag, eczema, seborrheic dermatitis, migraines, headaches, nausea, nickel allergy,dyspareunia,vaginal discharge, fatigue, weight gain, hair loss. Pain all joints, lower back area. Outcome of the event "pelvic pain" was changed from unknown to recovering/resolving. Historical drugs added. Lot number added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1 and uterine ablation. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness and chronic cervicitis. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersenstivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy(full),salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, mood swings, acrochordon, eczema, seborrhoeic dermatitis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and menstrual disorder outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1) benign secretory endometrium 2) benign cervix with acute and chronic cervicitis 3) benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm impression cholelithiasis with sludge. No evidence of cholecystitis. 2. Fatty liver and the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent.. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain,headache,eczema, skin tag,migraine,depression, migraines,fatigue,pain with intercourse, joint pain,weight gain, batch no b76527. Production date 2013-10-02. Expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1, uterine ablation and smoker. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness, chronic cervicitis, accommodation disorder and astigmatism. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersenstivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area"), menstrual disorder ("menstruation issues") and pruritus ("itchy"). The patient was treated with surgery (hysterectomy(full),salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia, vaginal haemorrhage, acrochordon, eczema and seborrhoeic dermatitis had resolved and the depression, anxiety, mood swings, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, menstrual disorder and pruritus outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1) benign secretory endometrium. 2) benign cervix with acute and chronic cervicitis. 3) benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm impression. Cholelithiasis with sludge. No evidence of cholecystitis. 2. Fatty liver and the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent. Batch no b76527 production date 2013-10-02 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter's information added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1, uterine ablation and smoker. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness and chronic cervicitis. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersenstivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area"), menstrual disorder ("menstruation issues") and pruritus ("itchy"). The patient was treated with surgery (hysterectomy(full),salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia, vaginal haemorrhage, acrochordon, eczema and seborrhoeic dermatitis had resolved and the depression, anxiety, mood swings, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, menstrual disorder and pruritus outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1) benign secretory endometrium 2) benign cervix with acute and chronic cervicitis 3) benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm impression cholelithiasis with sludge. No evidence of cholecystitis. 2. Fatty liver and the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent.. Batch no b76527 production date 2013-10-02 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1, uterine ablation and smoker. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness and chronic cervicitis. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6)2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersensitivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6)2017, the patient was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced alopecia ("hair loss"). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area"), menstrual disorder ("menstruation issues") and pruritus ("itchy"). The patient was treated with surgery (hysterectomy(full),salpingectomy and endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia, vaginal haemorrhage, acrochordon, eczema and seborrhoeic dermatitis had resolved and the depression, anxiety, mood swings, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, menstrual disorder and pruritus outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1) benign secretory endometrium. 2) benign cervix with acute and chronic cervicitis. 3) benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm. Impression cholelithiasis with sludge. No evidence of cholecystitis. 2. Fatty liver and the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ skin tag, eczema, and seborrheic dermatitis¿ outcome were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/pain pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 34-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, gastroesophageal reflux disease, eclampsia, constipation, cholecystitis, gravida I, parity 1, uterine ablation and smoker. Previously administered products included for an unreported indication: labetalol and ortho micronor. Concurrent conditions included bleeding genital, cholelithiasis, fatty liver, pain ankle, astigmatism, myopia, menses irregular, dysmenorrhea, bloating, headache, diarrhea, dysfunctional uterine bleeding, rash on legs & arms, scar, junctional nevus, compound nevus, dermatofibroma, stiff neck, fluid retention, mood altered, hot flashes, dizziness and chronic cervicitis. Concomitant products included ibuprofen, naproxen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"), 2 months 5 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced eczema ("rashes or skin conditions / rashes or skin conditions type: eczema") and seborrhoeic dermatitis ("allergy or hypersensitivity reaction / rashes or skin conditions type: seborrheic dermatitis / dermatitis"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish / emotional anguish") and mood swings ("hormonal changes - mood swings"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have acrochordon ("allergic or hypersensitivity reaction type / rashes or skin conditions type:skin tag") and experienced arthralgia ("pain all joints"), back pain ("lower back area"), menstrual disorder ("menstruation issues") and pruritus ("itchy"). The patient was treated with surgery (hysterectomy(full), salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and back pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, mood swings, acrochordon, eczema, seborrhoeic dermatitis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, menstrual disorder and pruritus outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dyspareunia, eczema, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pruritus, seborrhoeic dermatitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: device was successfully occluded. Pathology test - on an unknown date: microscopic diagnosis. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1) benign secretory endometrium. 2) benign cervix with acute and chronic cervicitis. 3) benign bilateral fallopian tubes, each with an essure device as described. Ultrasound biliary tract - on an unknown date: multiple stones and sludge are noted within the gallbladder. The common duct measures 4mm impression. Cholelithiasis with sludge. No evidence of cholecystitis. 2. Fatty liver and the gallbladder wall thickness measures 2 mm. The imaged portion of-the liver demonstrates normal. Increased echogenicity without evidence of abnormal mass. Sonographic murphy's sign is absent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- itchy, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.